Event description:
After patient's coronary drug eluting stenting procedure, a hypersensitivity reaction occurred. This pt had 3 vessel CABG procedure in 2004. Pt experienced a new myocardial infarction and had patient's svg of the left anterior descending (lad) stented with a taxus express2 2.50x12 mm drug eluting stent in 2005. The pt reports that pt began itching right after the stenting procedure and that patient is very allergic to metal. Pt also has an alteration in patient's taste with everything tasting bitter. Pt was reading co's taxus pt information brochure and saw these symptoms listed so contacted the co for more information. Patient plans to see pt's md three months later. The pt's physician contacted bsc as the pt was seen in the clinic for the severe itching and stated that pt feels like "crawling out of pt's skin". At the visit the physician discontinued pt's plavix and replaced it with agrinox and to be continue on the aspirin regiment as well. Pt was also started on an antihistamine, zertec, for the symptoms. The pt had said the symptoms have gotten worse but have always been there. The pt had attributed them to other factors (i.e. Food, medication).